Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A DHR could not be performed due to unknown batch number. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system was missing a component, which led to the patient requiring medical intervention. No further information was provided. The following information was provided by the initial reporter: "sa020602 - component missing." "F23 - unexpected medical intervention."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system was missing a component, which led to the patient requiring medical intervention. No further information was provided. The following information was provided by the initial reporter: "(B)(4) - component missing". "Unexpected medical intervention".